Event description:
Event verbatim [preferred term] blister due to a thermal burn/had a burn/thermacare had produced her a blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A more than (B)(6) old elderly female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency for an unspecified indication. Ongoing medical history included diabetes, high cholesterol and arterial hypertension. The patient concomitant medications included medication for hypertension arterial, cholesterol, and diabetes. The patient experienced blister due to a thermal burn on (B)(6) 2018. The patient had had a burn the night before (on (B)(6) 2018), so she went to the pharmacy, where she had acquired the patch of the lumbar area, to say what had happened. The pharmacist reported they provided patient with a burn cream, since thermacare had produced her blister. The sales representative warned them that in the box and in the leaflet it is written that it should not be used at night before going to sleep, and if the person who uses it is older than 65 years, it is better to wear it on top of a t-shirt. They did not know how the patient had used it. As of (B)(6) 2018, it was reported that blister in lumbar zone, now she only had a little bit discomfort in (B)(6) 2018. She had previously used the patches and it had not happened to her. No surgical intervention such as debridement was required. The patient will not experience long-term sequelae such as scarring. The patient received ointment for burns. She did not put any cream before that patch. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of event "blister due to a thermal burn/had a burn/thermacare had produced her a blister" was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up (16nov2018): new information received from the same contactable pharmacist included: medical history, concomitant drugs and event data (updated outcome and new clinical information "she only had a little bit discomfort"). Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] blister due to a thermal burn/had a burn/thermacare had produced her a blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A more than 75 years old elderly female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency for an unspecified indication. Medical history included ongoing diabetes, high cholesterol and arterial hypertension. The patient concomitant medications included medication for hypertension arterial, cholesterol, and diabetes. The patient previously used thermacare heatwraps and the below event had not happened to her. The patient experienced blister due to a thermal burn on (B)(6) 2018. The patient had had a burn the night before on (B)(6) 2018.so she went to the pharmacy, where she had acquired the patch of the lumbar area, to say what had happened. The pharmacist reported they provided patient with a burn cream, since thermacare had produced her blister. The sales representative warned them that in the box and in the leaflet it was written that it should not be used at night before going to sleep, and if the person who used it was older than 65 years, it was better to wear it on top of a t-shirt. They did not know how the patient had used it. As of (B)(6) 2018, it was reported that blister in lumbar zone, now she only had a little bit discomfort in nov2018. She had previously used the patches and it had not happened to her. No surgical intervention such as debridement was required. The patient will not experience long-term sequelae such as scarring. The patient received ointment for burns. She did not put any cream before that patch. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolving. As of(B)(6) 2019, according to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for lower back and hip (lbh) products. Follow-up (16nov2018): new information received from the same contactable pharmacist included: medical history, concomitant drugs and event data (updated outcome and new clinical information "she only had a little bit discomfort"). Follow-up (11jan2019): follow-up attempts are completed. No further information is expected. Follow-up (20mar2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for lower back and hip (lbh) products.

Event description:
Event verbatim [preferred term] blister due to a thermal burn/had a burn/thermacare had produced her a blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A more than 75 years old elderly female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency for an unspecified indication. Medical history included ongoing diabetes, high cholesterol and arterial hypertension. The patient concomitant medications included medication for hypertension arterial, cholesterol, and diabetes. The patient previously used thermacare heatwraps and the below event had not happened to her. The patient experienced blister due to a thermal burn on (B)(6) 2018. The patient had had a burn the night before (on (B)(6) 2018, so she went to the pharmacy, where she had acquired the patch of the lumbar area, to say what had happened. The pharmacist reported they provided patient with a burn cream, since thermacare had produced her blister. The sales representative warned them that in the box and in the leaflet it was written that it should not be used at night before going to sleep, and if the person who used it was older than 65 years, it was better to wear it on top of a t-shirt. They did not know how the patient had used it. As of (B)(6) 2018, it was reported that blister in lumbar zone, now she only had a little bit discomfort in (B)(6) 2018. She had previously used the patches and it had not happened to her. No surgical intervention such as debridement was required. The patient will not experience long-term sequelae such as scarring. The patient received ointment for burns. She did not put any cream before that patch. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolving. As of (B)(6) 2019, according to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for lower back and hip (lbh) products. Follow-up (16nov2018): new information received from the same contactable pharmacist included: medical history, concomitant drugs and event data (updated outcome and new clinical information "she only had a little bit discomfort"). Follow-up (11jan2019): follow-up attempts are completed. No further information is expected. Follow-up (20mar2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Follow up (23apr2019): new information reported included confirmation of the final case document reception by local health authority, verbatim: the final report of an incident related to the thermacare lower back & hip medical product manufactured by pfizer consumer health care, which took place on (B)(6) 2019 has been received by the health products surveillance unit of the spanish agency for medicines and health products (aemps). We inform you that with the reception of the final report we closed the incident. This information will be archived in the agency's database and may be required for future investigations in this area. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for lower back and hip (lbh) products.

Event description:
Blister due to a thermal burn/had a burn/thermacare had produced her a blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A more than 75 years old elderly female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency for an unspecified indication. Medical history included ongoing diabetes, high cholesterol and arterial hypertension. The patient concomitant medications included medication for hypertension arterial, cholesterol, and diabetes. The patient previously used thermacare heatwraps and the below event had not happened to her. The patient experienced blister due to a thermal burn on (B)(6) 2018. The patient had a burn the night before (on (B)(6) 2018), so she went to the pharmacy, where she had acquired the patch of the lumbar area, to say what had happened. The pharmacist reported they provided patient with a burn cream, since thermacare had produced her blister. The sales representative warned them that in the box and in the leaflet it was written that it should not be used at night before going to sleep, and if the person who used it was older than 65 years, it was better to wear it on top of a t-shirt. They did not know how the patient had used it. As of on (B)(6) 2018, it was reported that blister in lumbar zone, now she only had a little bit discomfort in nov2018. She had previously used the patches and it had not happened to her. No surgical intervention such as debridement was required. The patient will not experience long-term sequelae such as scarring. The patient received ointment for burns. She did not put any cream before that patch. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolving. As of on (B)(6) 2019, according to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for lower back and hip (lbh) products. Follow-up (16nov2018): new information received from the same contactable pharmacist included: medical history, concomitant drugs and event data (updated outcome and new clinical information "she only had a little bit discomfort"). Follow-up (11jan2019): follow-up attempts are completed. No further information is expected. Follow-up (20mar2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Follow up (23apr2019): new information reported included confirmation of the final case document reception by local health authority, the final report of an incident related to the thermacare lower back & hip medical product manufactured by pfizer consumer health care, which took place on (B)(6) 2018 has been received by the health products surveillance unit of the spanish agency for medicines and health products (aemps). We inform you that with the reception of the final report we closed the incident. This information will be archived in the agency's database and may be required for future investigations in this area. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: date "08nov2019" reported in follow up (23apr2019) was amended to "08nov2018". Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for lower back and hip (lbh) products.

Event description:
Event verbatim [preferred term] blister due to a thermal burn/had a burn/thermacare had produced her a blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A more than (B)(6) elderly female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced blister due to a thermal burn on (B)(6) 2018. The patient had had a burn the night before (on (B)(6) 2018), so she went to the pharmacy, where she had acquired the patch of the lumbar area, to say what had happened. The pharmacist reported they provided patient with a burn cream, since thermacare had produced her a blister. The sales representative warned them that in the box and in the leaflet it is written that it should not be used at night before going to sleep, and if the person who uses it is older than 65 years, it is better to wear it on top of a t-shirt. They did not know how the patient had used it. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.